Manufacturer narrative:
Initial and final MDR 1896140 - device 6 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced 8 infusion set tubing was leaking at cannula housing event. Two infusion sets were in use for 24 hours the other 6 were used for 48 hours.the blood glucose level of the patient was 330 mg/dl. The patient reported the leak was ocuuring at the infusion set site. No further information available.